Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the sales representative that the patient had a bipolar surgery on (B)(6) 2019. However, on the following day ((B)(6) 2019), the sales representative was contacted by the surgeon, stating that the hip dislocated and was irreducible. Hence, the revision surgery was carried out. The bipolar surgery was revised to mdm, 52 mm tritanium cup, and exeter 35.5 stem.